Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant, 275cc, bag broke during surgery. Doctor replaced the device with catalog number 3502754bc, serial number (B)(4) on (B)(6) 2019. No patient consequences reported.

Manufacturer narrative:
On 6/28/20109, patient code was updated from no patient consequence to no adverse event per correct codification device evaluation completed on 7/8/2019: during analysis of the sample a tear was noted in the anterior view, measuring approximately 8.5 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer reference number: (B)(4).